Manufacturer narrative:
The device was not returned for evaluation. The user reported that the cannula had dislodged from the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Changing your pod. Chapter 3 / page 34: warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod.

Event description:
The customer reported that the pod fell off, the cannula was not in at removal. The patient had been prescribed an adhesive tape from her doctor.